Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('so many women exclaim that pain is gone within hrs of waking up from surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("so many women exclaim that pain is gone within hrs of waking up from surgery"). The patient was treated with surgery (they had undergone surgery to remove the essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the pelvic pain had resolved. The reporter considered medical device removal and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('so many women exclaim that that pain is gone within hrs of waking up fromsurgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("so many women exclaim that pain is gone within hrs of waking up fromsurgery"). The patient was treated with surgery (they had undergone surgery to remove the essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the pelvic pain had resolved. The reporter considered medical device removal and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.